Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Mfg date: 11/14/2017. Eng eval completed on 11/15/2018 by (B)(4). Per investigation conducted under CAPA(B)(4), (B)(4) complaints including (B)(4) devices were evaluated and the reported condition was confirmed. The root cause was determined to be that the design of the snap ring that holds the button in place was not robust. The amount of the overlap between the snap ring and the lip of the housing was on the low side, which increases the risk of disengagement. Investigation confirmed that all parts were manufactured to specification. A review of the specifications on the engineering print revealed that the overlap between the snap ring's od (.720+.000/-.004) and the ID of the housing lip (.705+/-.003) is on the low side. From the health risk index (hri) conducted for (B)(4): the button component fell off of the truliant tibial tamp guide during various occasions (usage, cleaning, transportation, etc.). (B)(4). There is no anticipated harm to the patient due to the delay in surgery. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. Per the trilliant primary knee systems operative technique (lit 712-35-31, rev a), the tibial tamp guide is used for tamping of the tibial baseplate trial during knee implant surgery via impaction and retro-impaction. The device IFU (700-096-0160) warns that only qualified surgeons knowledgeable in anatomy, biomechanics, and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the truliant femoral components, tibial inserts and tibial trays surgical technique and use these implants in accordance with the respective indications and contraindications summarized in this document. In addition, the surgeon should be fully knowledgeable about the compatibility between system components and use accordingly. Finally, the surgeon must be trained on the proper operative technique including the proper use of system instrumentation. It is essential that the proper surgical technique be used when securing locking components. Aggressive impaction techniques and forceful assembly methods may damage components and lead to device failure. Repeated assembly and disassembly of modular components could compromise the strength of locking mechanisms. It is a clinical standard of practice in the operating room that all inst ruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There was no patient adverse event. Per investigation conducted under CAPA(B)(4), the root cause was determined to be that the design of the snap ring that holds the button in place was not robust. The amount of the overlap between the snap ring and the lip of the housing was on the low side, which increases the risk of disengagement. Information was not provided for: pt. Info.; date of event; initial reporter name and address:

Event description:
It was reported from the us that during an orthopedic surgery the truliant tibial tamp guide broke. There were no pieces that fell into the surgical site. There was a 5-minute delay to surgery with no adverse event to the patient. The agent was present at the time of surgery. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.